Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a tooth extraction procedure, the tip of the bur broke at the point where it connects to the shaft. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reporte that the procedure was completed successfully.

Manufacturer narrative:
Investigation results indicate that the fractured part potentially failed due to overload conditions. A review of the label, #(B)(4) , indicated that the label displays an icon which equates to "do not use excessive force" using this device.

Event description:
It was reported that during a tooth extraction procedure, the tip of the bur broke at the point where it connects to the shaft. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.